Manufacturer narrative:
Device not returned.

Event description:
It was reported intermittent occlusion alarms occurred. Additionally, it was reported that the insulin gauge was inaccurate and that a resume pump alarm occurred. In addition it was reported that the customer experienced an unknown issue with the pump volume. There was no reported adverse impact to the customer¿s blood glucose level. Due to the anonymous nature of the report, tandem customer technical service unable to obtain additional information regarding the issue. No additional patient or event information was available.